Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for a system implant. After the procedure was concluded, the physician elected to induce the patient to assess patient dft. The patient was induced successfully; however the programmed therapies at 15j, 30j and 36j were unsuccessful. External defibrillation was applied but did not convert the patient. The patient could not be converted and emergency procedures were implemented. The patient could not be resuscitated and passed away.